Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured at 7atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Investigation results: the returned cre pro gi wireguided dilatation balloon was analyzed and a visual and microscopic examination found the balloon was torn longitudinally. No damages were found on the catheter of the device. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal tear to the balloon could have been interpreted by the customer as the reported event of balloon burst. The balloon was found to be torn longitudinally, likely due to factors encountered during the procedure, such as excess pressure, the interaction with other devices or anatomical affairs. However, it is possible that interaction with any surface during the procedure could have created friction, causing the balloon to be torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used during a gastrointestinal dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon ruptured at 7atm. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.